Manufacturer narrative:
Findings: unit passed rewind test, prime test and excessive no delivery test. Unit received with completely broken off reservoir tube lip. Unable to perform displacement test, basic occlusion test and occlusion test due to completely broken off reservoir tube lip; reservoir does not lock in place properly. Missing reservoir tube o-ring, minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level around 300 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.